Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller unit. The device was evaluated upon receipt. Tested the device. At first, the temperature of t4 went down well, but when the compressor was turned off, the temperature of t4 rose. Tested the device several times, but the compressor turned off repeatedly. When operating normally, the temperature of t4 dropped well, but when the compressor was turned off, the temperature of t4 rose. The device was not able to make cold water normally. Found chiller assembly problem. No repairs were made as the customer declined repair. DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that alarm 113 (reduced water temperature control) occurred continuously. The arctic sun device was not able to make cold water. In normal initial evaluation findings they confirmed and tested the device. At first, the temperature of chiller temperature (t4) went down well but when the compressor was turned off, the temperature of chiller temperature (t4) rose. Tested the device several times but the compressor turned off repeatedly. When operating normally the temperature of chiller temperature(t4) dropped well but when the compressor was turned off, the temperature of chiller temperature (t4) rose. The device was not able to make cold water normally. Found chiller assembly problem. Per review of wo on 12dec2023, there was no patient involvement. Symptoms were detected during the equipment inspection.

Event description:
It was reported that alarm 113 (reduced water temperature control) occurred continuously. The arctic sun device was not able to make cold water. In normal initial evaluation findings they confirmed and tested the device. At first, the temperature of chiller temperature (t4) went down well but when the compressor was turned off, the temperature of chiller temperature (t4) rose. Tested the device several times but the compressor turned off repeatedly. When operating normally the temperature of chiller temperature(t4) dropped well but when the compressor was turned off, the temperature of chiller temperature (t4) rose. The device was not able to make cold water normally. Found chiller assembly problem. Per review of wo on 12dec2023, there was no patient involvement. Symptoms were detected during the equipment inspection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller unit. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that alarm 113 (reduced water temperature control) occurred continuously. The arctic sun device was not able to make cold water. In normal initial evaluation findings, they confirmed and tested the device. At first, the temperature of chiller temperature (t4) went down well but when the compressor was turned off, the temperature of chiller temperature (t4) rose. Tested the device several times but the compressor turned off repeatedly. When operating normally the temperature of chiller temperature(t4) dropped well but when the compressor was turned off, the temperature of chiller temperature (t4) rose. The device was not able to make cold water normally. Found chiller assembly problem. Per review of wo on 12dec2023, there was no patient involvement. Symptoms were detected during the equipment inspection.